Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's grandfather called for assistance with a bolus delivery for customer. Grandfather stated he removed the insulin pump from customer because he thought it would be uncomfortable for customer to sleep with the device on. Grandfather did not know customer should be wearing the pump. Customer's blood glucose is now over 600 mg/dl. Troubleshooting was declined because the cause of customer's high blood glucose was due to being off the device while he slept. Grandfather was assisted from giving a bolus delivery. Customer's last blood glucose was 322 mg/dl. Nothing further reported.